Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type lead. See also manufacturer¿s report # 3007566237-2018-02777 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for non-obstructive urinary retention. It was reported that the trial patient had been bleeding and the gauze applied by their doctor had come off. They also mentioned they were in a lot of pain last night and was going to contact their doctor regarding these issues. On (B)(6) 2018, the patient reported that, when attempting to make adjustments, they were unable to change programs. Additional information received from the patient on (B)(6) 2018 reported that they had swelling in the buttock area and the leads had come out. It was advised that they contact their clinician for the issue. Further information received from the trial patient on (B)(6) 2018 reported that their legs were swollen from wearing pads so they stopped wearing them. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive; no injury¿. There were no further complications reported or anticipated.